Manufacturer narrative:
On (B)(6) - the dealer reported five different 65650 rollators, and the complaints numbers are the following: 48735 (B)(6), 48684 (B)(6), 48676 (B)(6), 48681 (B)(6), and 48772 (B)(6).

Event description:
On (B)(6) -the dealer reported that the 65650 rollator seat was cracked about three inches deep. There was no patient injury reported.